Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for other chronic/ intract pain (trunk/limbs). The patient wanted to know if her battery was coming to the end of its life because her implantable neuro stimulator (ins) would only hold a charge a couple days at a time. The patient stated that she had noticed she needed to charge more frequently. It was reviewed that programmed parameters and age of battery could also affect recharge interval. The patient indicated she had not changed the settings in a while but the ins used to last a week to a week and half before she had to recharge as of recent had changed to 3 to 4 days before she needed to recharge. The patient stimulation was set at 3.8 v. Patient was redirected to health care professional (hcp) to discuss her charging intervals. No patient symptoms or complications were reported in this event.